Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, and the wake button was sticking. Additionally, it was reported unspecified issues with the priming function during the load fill process, and the pump intermittently does not deliver boluses. There was no reported impact to blood glucose. The customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.